Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on both sides of the lens. The lens was cleaned with klrp for further evaluation. Multiple narrow scratches were observed on both sides of the lens. These were similar in appearance to damage caused by forceps. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the reported scratches appears to be related to use error. Multiple narrow scratches were observed on both sides of the lens. These were similar in appearance to damage caused by forceps. It was indicated the scratches occurred when trying to load into a cartridge. The company lens is a pmma hard lens. It does not fold and cannot be used with any delivery system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the surgeon attempted to load the iol into the cartridge after removing it from the packaging, the lens optic appears to have slightly scratched. The surgery was completed on the same day with another lens. There was no patient contact.